Event description:
On 08-dec-2025, a sales representative reported via email that one of the proximal talons of an ar-8973l-30-130 arthrex fibulock nail, 3.0 x 130 mm left, broke off inside the patient during nail insertion. This was discovered during a fibulock procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on (B)(6) 2025: the procedure was completed using a replacement ar-8973l-30-130 arthrex fibulock nail (3.0 mm x 130 mm). The surgery experienced an approximate one-hour delay; administration of additional anesthesia could not be confirmed. During the procedure, one proximal talon fractured and remained unretrievable within the fibular canal. No adverse patient effects have been reported, and no additional surgery is planned due to the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d4, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was confirmed. One unpackaged ar-8973l-30-130, batch 15191059, with laser mark 15160325, was received for evaluation. Visual inspection revealed that one of the nail¿s winds was broken off. The metal section where the wind was seated was observed to be bent. A functional test was not performed due to the damage to the implant. The most likely cause of the reported failure is a user error, including improper bone preparation, excessive force, and/or misalignment of the insertion. Direction for use dfu-0271-eor1_fmt_en fibulock nail ankle fracture system. G. Precautions 4. Implants should not be forced, twisted, bent, or pried during insertion as this may damage, break, or bend the implant and render it unusable. Damaged implants should not be implanted.